Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) lead was inserted and passed through the tricuspid valve, but could not be inserted into the ventricle. An angiography was performed which confirmed the rv lead had advanced deeply and was near the superior vena cava. It was possible the rv lead perforated the vessel. As the patient's condition worsened (decreased blood pressure and slowed heart rate), a temporary pacing wire as used until a new rv lead could be successfully implanted. No additional adverse patient effects were reported.